Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2023-01142. It was reported that the patient passed away after an accidental dual power lead disconnect on their epc controller switching from battery power to wall power at night time.

Manufacturer narrative:
Section d6b: explant date as inadvertently added to the initial report but is not applicable for this event. Manufacturer's investigation conclusion. A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The death was not considered device related, and the device operated as expected. The account communicated that the device will not be returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists the potential adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.